Manufacturer narrative:
(B)(6) date of non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient received an unknown treatment for right humeral fracture. It is unknown if any hardware were implanted. On (B)(6) 2017 the patient was implanted with a synthes 189mm titanium 3.5mm locking compression plate (lcp) -14 hole, an unknown number of screws (unknown brand), and bone grafting as treatment for a non-union repair of the right humerus fracture. Two months post-operatively, the patient was diagnosed with broken hardware. No information was available on how the failure was detected. The patient underwent revision surgery on (B)(6) 2017 due to pain, non-union of the right humeral post-op site, and hardware failure. During the revision the synthes 189mm titanium 3.5mm lcp -14 hole and an unknown number of screws (unknown brand) were removed. It is unknown if the broken plate was easily removed and all the plate fragments were retrieved. The non-union site was debrided, and cultures were taken of the fluid around the non-union site. The patient was revised to a competitor¿s nail. The procedure was successfully completed. The patient outcome, surgical delay and patient harm are unknown. Concomitant devices reported: screws (part number unknown, lot number unknown, quantity unknown) this report is for one (1) 3.5mm lcp plate this is report 1 of 1 for (B)(4).